Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address moderate tissue blackening. Update: this is a clinical patient, clinical reports that patient was revised because of pain, stiffness. No new information was received that would change the investigational results. Update litigation alleged the asr hip was explanted due to pain, impairment, and injuries related to excessive levels of chromium and cobalt in the patients blood. There is no new information that changes the outcome of this investigation.

Event description:
Patient was revised to address moderate tissue blackening.

Manufacturer narrative:
Depuy still considers this investigation closed.